Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. Additional information was received that the device and the lead continued to exhibit high shock lead impedance measurements. No intervention has been performed or planned. The physician opted to monitor the patient via the remote patient monitoring system. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.